Event description:
Medtronic received information that during implant of this transcatheter pulmonary bioprosthetic valve, the valve was attempted to be deployed but missed the landing zone using the right pulmonary artery wire position. A 26 french 63 centimeter (cm) non-medtronic introducer sheath was used. The valve was recaptured as rows 1 and 2 were malformed creating a kink and was removed. Per the physician, the valve was deployed too slowly throughout the cardiac cycle causing the frame to form a kink. The physician preferred to recapture and redeploy. A new delivery catheter system (dcs) and valve was used and the valve was implanted successfully using the left pulmonary artery wire. A total of two deployment attempts were made, one attempt for each valve. It was reported that the valve was conforming to the patient's anatomy. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.